Event description:
It was reported that the rv lead was explanted due to an inappropriate shock caused by oversensing. Loss of capture, high pace/sense impedance greater than 3000 ohms, and an apparent lead fracture were also observed. No further patient complications were reported as a result of this event.